Event description:
During depo administration with a 25gx1 bd safetyglide needle, the medication would not inject into the muscle. The first needle was disposed, and a new needle was placed which was also blocked. A third needle was obtained, and the medication was successfully administered. Ref report: mw5157826.